Event description:
The patient received his scs system on (B)(6) 2009 consisting of an ipg, two leads and two anchors. It was reported that the patient's leads migrated, and he lost stimulation in his foot. According to the physician, the patient's rsd has resolved itself, and therefore, he no longer has a clinical need for stimulation. As such, the physician plans to remove the patient's scs system on (B)(6) 2010. The explanted devices will be returned to sjm for analysis. A supplemental report will be filed as necessary.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.